Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID# 2134265-2017-07854. (B)(6) clinical study. It was reported that shaft break occurred. In (B)(6) 2017, clinical status assessment indicated the patient's qualifying condition as silent ischemia and the index procedure was performed. The target lesion was located in the mid left anterior descending (lad) artery with 95% stenosis and was 20.0mm long with a reference vessel diameter of 2.25mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 32mm study stent. Following post-dilatation, residual stenosis was 5%. Subsequently, a 2.50 x 38 synergy ii drug-eluting stent was attempted to be implanted in an unknown lesion. However, due to broken stent shaft on a portion that was outside of the patient's body, the device was removed and was not deployed. A second 2.25 x 38 synergy ii drug-eluting stent as also attempted to be implanted in an unknown lesion. However, due to broken stent shaft on a portion that was outside of the patient's body, the device was removed and was not deployed. There were no patient complications reported and two days later, the patient was discharged on dual antiplatelet therapy.